Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when switching between the system, it went black screen for 5-10 seconds. Then, the prompt came up telling him to reboot the system. Once the system was rebooted, it was ok. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable of the anomaly through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.